Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced sensor error/no readings intermittently which occurred the same day the sensor had been inserted in the abdomen. According to the report, the patient changed her tandem insulin pump site and dexcom and took a nap. The patient reportedly lost consciousness. The cgm display device showed low. The spouse did not check the bg. He called 911 and the patient was treated with an unspecified IV. At an unspecified time, the blood sugar dropped to 30 mg/dl. The patient was hospitalized for 4 days. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.